Manufacturer narrative:
The patient's dob, age at time of event, or weight is unknown. This information was not available from the facility. The angiosculpt device was unable to deflate. Additional intervention was required to remove from the patient. Patient information regarding relevant tests/laboratory data or medical history are unknown. The information was not available from the facility. The angiosculpt device is available for evaluation, but has not yet been returned. The angiosculpt device has not yet been returned, thus product investigation will be completed upon receipt.

Event description:
The angiosculpt device was inflated below rbp with no issues. During removal, the balloon was unable to deflate. The physician inflated the balloon and deflated multiple times and eventually the balloon was able to deflate approximately 10 minutes later. The balloon, guidewire, and sheath were removed as a unit from the patient. The procedure was completed with another balloon.

Manufacturer narrative:
The angiosculpt device was returned intact to a guide catheter that was connected to a stopcock. The guide catheter could not be removed, thus was pushed back towards the proximal end of the device. Visual examination found the scoring element rings detached from the distal bond, but remained intact at the intermediate bond. The balloon was inverted at the distal end and the inner member was stretched with the proximal marker band located near the balloon taper. The transition tubing was damaged and the distal shaft was severely stretched. A shaft tear was observed and a kink was noted in the middle of the shaft. During functional testing, the balloon was pressurized with an indeflator, but unable to inflate. To determine the cause, the shaft was cut 10.5 cm proximal to the proximal bond. Using a stopcock, the balloon was pressurized with an indeflator, but inflation was not successful. Since the balloon was unable to inflate, the reported deflation issue could not be confirmed. Due to the nature of the returned device, it is probable that the cause of the balloon unable to deflate is due to the improper handling during use. Per the IFU, retained device component is a possible adverse effect of the procedure.